Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. The rep reported that the wens was sent out today on 02/ 06. Additional information was received from the manufacturer's representative. The rep reported that the patient has been treated for alzheimer's and was confused after implant. It was reported leads were cut and wens was removed. It was reported patient induced dislodgment. It was reported patient status was recovered without sequela.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead product ID 977a260, (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead. Analysis of the lead (B)(4) found no significant anomaly. Analysis of the lead (B)(4) found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the wireless external neurostimulator ((B)(4)) found no anomaly. Product ID: 3708140, serial# (B)(4), product type: extension; product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type extension.

Event description:
Information was received from a consumer regarding an external neurostimulator. It was reported that the patient is on coumadin, an ticoagulation manager did not want the patient off it on lovenox very long so a percutaneous lead trial was scheduled with permanent implant on (B)(6) 2018. The healthcare provider (hcp) implanted the leads. The therapy was mapped on the surgical table, leads were anchored internally, and tunneled to the pocket made on the patients right flank. An extension was connected to the proximal end leads and wound up in the pocket along the tail of the leads. The proximal ends of extensions were then tunneled approximately 4 inches distal and lateral to the pocket. The extensions were then connected to the wireless external neurostimulator (wens). The lumbar incision for the lead implantation and the pocket site were then sutured and stapled closed. The wens was secure to the patient's right hip via a boot, and the wens and external portion of extensions were covered by a tegaderm. The patient was programmed for low dose stimulation, and the husband was instructed on how to use stimulation as the patient refused. The restrictions were discussed and the patient was discharged at 10:00 am. At 2:00 pm the patient's husband contacted the trialing office and stated that they pulled their wens out and the leads. The patient was brought to the hcp office and they had the wens, boot, and an extension in a plastic bag. The extension had what appeared to be about 4 inches of the proximal end of the lead still inserted into it. No leads or extensions were visible from the outside. A fluoroscopy revealed the other extension and lead were curled in the pocket. The tip of the right lead remained superior to t8, but the tip of the left lead pulled down approximately 1/2 vertebral body. The remainder of the lead in the extension appeared to be cut. When the patient was questioned to if it was cut the patient stated that they did not know what happened. The patient's husband had stated that they left the patient alone for 20-30 minutes and when they returned the aforementioned issues were presented. The remained lead and anchors were removed on (B)(6) 2018. A fluoroscopy taken did not reveal the missing extension and the patient could not find the extension. The parts will be mailed back. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID (B)(6) lot# serial# (B)(6) implanted: (B)(4) 2018 explanted:(B)(4) 2018 product type lead product ID (B)(6) lot# serial# (B)(6) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type lead product ID (B)(6) lot# serial#(B)(6) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they submitted the fluoroscopy of the patient¿s pocket after the patient returned to the office after the event, revelated the leads curled up on the pocket, but the second extension was not in the pocket. The rep reported that the patient¿s husband looked for it on the bathroom floor and in the wastebasket where he discovered the patient upon his return home, but never found it. No further complications were reported.